Event description:
The advocate stated that his wife received a blood glucose reading of approximately 300mg/dl from her contour and a reading of approximately 100mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Corrected lot# 2bc3a07.